Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) reached end of life (eol) while the patient was lost to follow up. It is unknown whether the ipg met the longevity expectation. A replacement procedure was scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. High battery impedance triggered elective replacement indicator (eri). Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Eri due to high battery impedance was recorded on (B)(6) 2017, prior to explant. Ramware version 8 was installed on (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.